Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded a total of 9 cfu comprised of 5 isolates: 1a - positive cocci - streptococcus species, 1b - positive cocci - streptococcus species, 2a - negative cocci - rothia dentocariosa, 2b - positive cocci - rothia dentocariosa, 3 - positive rods - actinomyces species. Study number: (B)(6) the loaner duodenoscope was received by pentax medical for evaluation on 28/may/2019. The duodenoscope was inspected by pentax medical service on 30/may/2019. Inspection findings included the following: distal cap - fixed type passed epoxy seal integrity inspection, primary operation channel resistance, passed wet leak test, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, o-rings and seals, distal case/cap. The duodenoscope is currently pending reprocessing and resampling.